Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a system error (se) 2240 alarm where the home patient stated they noticed the supply line tube came out where it was connected to the supply bag and the bag spilled on the floor. Disconnection is a known cause of the se 2240 alarm. However, the cause for the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 alarm (air in tubing) alarm on the homechoice (hc) while connected during fill. Following the alarm, it was discovered that the supply line had disconnected from the supply bag and solution had spilled on the floor. The patient was advised to start therapy over with new supplies and to contact their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.